Manufacturer narrative:
Based on the results of the investigation, it is likely the cause is due to deterioration of the cable unit that led to the malfunction occurring. However, the most probable cause of the identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head endoscopic image cannot be displayed. There was no patient involvement.